Event description:
Under-sensing of intrinic r-wave. Lead trends have been stable for impedance and thresholds. R-waves displayed as 2. Lmv on this transmission not may r-waves in pacing but on presenting and high rate episode strips vs events. Discussed with bringing presenting along with episodes 92 and 70 to the physician to help r/0 ffrw sensing vs true atrail activity at same time as qrs. Episode 70 does display some atrial over-sensing noise at the beginning. Recommend testing patient for isometrics and pocket manipulation to see if it replicates any noise on either lead. Caller reports patient has a history of dependency. Discussed if the doctor believes these events are ffrw sensing, we could change some programming cover them but I am not confident that all of these high rate events are ffrw. Of the episodes collective the sensor is active and displaying rates>loo bpm. The atrial lead noise could be the beginnings of an atrial lead issue, and the ventricular lead it would be nice to know if r-wave have always been small, or hasn't the patient not had an underlying rhythm in the past to measure. Caller stated he would discuss with doctor regarding these episodes and plan of care. Caller planning on having patient in the office for evaluation of leads and rhythm. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).